Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced tachy oversensing and brady pacing inhibition. Reprogramming the sensitivity floor is being considered. The patient is pacemaker dependent.